Manufacturer narrative:
Evaluation codes updated. Device evaluation: one sample was received. A visual inspection found no physical damage. During the functional testing, no issue was found. Customer complaint was unable to be confirmed. The cause of the issue was unknown. No further actions were taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. Full UDI number: (B)(4).

Manufacturer narrative:
Other text: d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an intermittent issue with the device venting gas without cycle at airmix 50 (frequency and tidal volume setting). Patient involvement unknown.